Event description:
Reported free-flow incident involving dopamine. One night in 2009, pump was set to deliver a dopamine drip rate 11.3 per hour, vol 250 (intended); delivered 100. Free-flow situation - set was crimped and the pump did not detect the problem. Pump was being used in the ER; dr. Caught the overdelivery. Pump was being used on a patient at the time of the incident; no patient injury reported.

Manufacturer narrative:
Device evaluation results: the reported incident could not be duplicated. The pump met specifications for volumetrics, occlusion and alarming function. The free-flow clamp was functioning properly.